Event description:
The patient reportedly experienced loss of lock. External equipment was functioning as specified. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant. The patient is doing well with the new device.